Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that crossing difficulties occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 32 x 2.75 promus premier select drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with a non-boston scientific device. No patient complications were reported. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Device evaluated by MFR: promus premier select ous mr 32 x 2.75mm stent delivery system was returned to the complaint investigation site. Visual, tactile and microscopic analysis were performed on the device. A visual and tactile examination of the hypotube found a break at 21cm distal to the distal end of the strain relief as well as multiple hypotube kinks along the shaft. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Bumper tip showed signs of distal tip damage. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. No other device issues were identified during returned product analysis.